Event description:
The pt was revised because of a fractured stem, osteolysis and wear. It was reported that the stem had broken after being in a car accident.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the prod and/or lot codes were unavailable. The investigation could not verify or identify any evidence of prod contribution/error with regard to the reported event. With the info available. Based on the investigation, the need for corrective action is not indicated.